Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced rubbing sensation and discomfort due to thinning of the skin around the device area. The pocket was revised, and device was re implanted at better location. The patient did not experience any adverse consequences before, during, after the procedure and discharged.